Event description:
Pt states she was injected with synvisc one on (B)(6) 2018. She said she felt great after the injection but now has stiffness and a knot behind her knee. No lot/expiration date available. "Is the product compounded: no, is the product over-the-counter: no."